Manufacturer narrative:
Possible aro. A ge rep evaluated the system and found the input dose to be too high. Ge rep adjusted the dose rate to be within specs, system operates as intended.

Event description:
Customer reported the input dose is too high. No pt injury was reported.